Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms can be confirmed based on the submitted system controller log file; however, specific cause for the low flow alarms cannot be conclusively determined. The system controller log file contained approximately 19 hours of data, spanning from (B)(6) 2017 11:35 to (B)(6) 2017 6:03, which captured numerous low flow hazards where the calculated flow was captured as 2.4 lpm or lower. The pump was operating at the set speeds of 9400 rpms. Pump power and pi ranged from 4.0-6.6 watts, and 4.8-6.8, respectively. No other adverse alarms were captured in the log file. The patient remains ongoing on vad support with no further low flow related issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years and 1 month.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017 low flow alarms occurred, mainly during positional changes. The patient¿s rhythm had changed to an unspecified ¿problematic¿ rhythm, and the electrophysiology physician reprogrammed the patient¿s pacemaker on (B)(6) 2017. It was reported that the reprogramming of the pacemaker decreased the low flow alarms. The lvad clinician was uncertain if the low flow events were due to patient condition or device issue. The patient¿s lvad speed was increased on (B)(6) 2017 from 9400 rpm to 9800 rpm after a ramp echocardiogram revealed the aortic valve opening with every cardiac cycle. No additional information was provided.